Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the side rail on the ventilator carrier became loose. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer arrived onsite and reconnected the loose rail to the ventilator. The ventilator was then released for clinical use. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain.